Event description:
It was reported that the display keeps flickering on and off, even with new batteries. The unit will not engage in monitoring. Add'l info received by the customer that stated: "the uni sent to us, so I assume it just started flickering on and off. It would display some values, but I could not decipher them. It was flickering rapidly and I believe it was discovered before pt monitoring". No known impact to pt.

Manufacturer narrative:
The device has been returned to masimo for eval. When the investigation is complete, a f/u report will be submitted.